Event description:
A user facility reported that an intraocular lens (iol) became damaged in the cartridge of an iol delivery system. Patient impact is unknown. Additional information has been requested.

Event description:
Add'l info provided by a registered nurse at the user facility confirms there was no pt injury/impact with this report.